Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in place in the reservoir compartment noted. Unable to verify battery cap damage due to pump received without the original battery cap. No faded serial number label noted. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Device received with cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The healthcare professional reported via phone call that the customer were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 40 mg/dl at the time of incident and customer unconscious and fell on floor, other 166 mg/dl, 70 mg/dl. She had ketones, while in the hospital she had insulin flow blocked. Customer reported that the metal piece came off. Customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in section b5 with this report. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer¿s health care provider¿s office reported via phone call that the customer was hospitalized due a low blood glucose and loss of consciousness on (B)(6) 2020. The customer¿s blood glucose was 40 mg/dl at the time of the event. Treatment was with intravenous fluids. Troubleshooting was declined. The insulin pump will be returned for analysis.